Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was timing out sooner than expected. Reportedly, either before or soon after the touchscreen was unlocked, the screen would turn off. The customer was unable to access any pump features. In addition, reportedly, the "color is kind of off" and the display sometimes looks different than usual. Customer's blood glucose level was not impacted. The customer reverted to manual injections for continued insulin therapy.